Event description:
Using the dexcom g6 continuous glucose monitoring system we went through three application sensors, all causing significant pain and bleeding to my (B)(6) year old daughter. I believe this product is fundamentally flawed and being assembled in a way that does not meet federal standards. There is no scenario where three sensors should have failed in this way. Inability to monitor glucose. FDA safety report ID #: (B)(4).